Manufacturer narrative:
The preliminary investigation was performed at the customer site, however, the root cause could not be determined. Zoll has not received the thermogard xp ivtm system for further investigation. A supplemental report will be filed after the completion of investigation.

Event description:
During patient use, the thermogard xp ivtm system (sn (B)(4) displayed tcmid:08 (coolant temp low) error message. No additional information was provided. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.

Manufacturer narrative:
The customer reported complaint of the thermogard console (sn (B)(6) displayed tcmid:08 (coolant temp low) error message during the patient use was confirmed based on the event log review and during functional testing. The root cause for the observed issue was due to the defective I/o pc board, as a result of normal wear and tear of the console. The thermogard console was manufactured in december 2010 and is almost 10 years old, well beyond its expected serviceable life of 5 years. Visual inspection was performed and noted no damage upon review. The event log was reviewed and confirmed the occurrence of the tcmid:08 error message around the reported event date, thus, confirming the customer reported complaint. The I/o pc board was replaced to address the tcmid:08 error. Following the repair and replacement, the thermogard passed all the testing with no issue or faults observed. All tests and readings are within the specified limits and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system sn (B)(6).